Event description:
Event reported as infective prosthetic endocarditis, aortic root abscess with recent episode septic embolic stroke. Study revealed vegetations involving aortic prosthesis with severe aortic incompetence. Valve had fairly degenerated with vegetations eroding leaflets. Lg abscess cavity=4x4 cm in anterolateral leftward portion or aortic root. Extensive peri-adhesions with evidence of 4 acute hemorrhagic probable post septic pericarditis. IV antibiotic therapy 2 weeks preop. No further information provided.